Event description:
Patient was revised to address subsidence and loosening of the talar. Update rec¿d 02/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records prior to being revised, CT scans and radiographs indicated there was no polyethylene between the talar and tibial components and there was significant osteolysis. At this time the talar component and tibial insert are being reported. The complaint was updated on: 03/16/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.